Event description:
Doctor doing colonoscopy as doing bx, when clamped down on jaw of forcep noted that needle sticking out to side of forcep, when withdrew bx forcep needle not present. The scope went to sps, run brush through and did not find needle. According to tech the scope was damaged, sps tech stated that evidence of scope puncture present. Reason for use: endoscopy. Is the product compounded? No. Is the product over-the-counter? No. Event abated after use stopped or dose reduced? Yes.